Manufacturer narrative:
Device evaluated by MFR: the stent and the stent delivery system (sds) were not returned for analysis therefore the catheter batch/serial number cannot be identified. However a guide catheter and the device packaging including the inner pouch, foil pouch and box were returned for analysis. The guide catheter was severely damaged, twisted and kinked. As part of the analysis all packaging was checked for the presence of the dislodged stent but the stent was not found. The guide catheter was dissected using a snips into sections in an attempt to locate the stent, however no stent was located inside the guide catheter, particular attention paid to the distal end of the guide catheter either but not located here either. A 0.0350¿¿ mandrel was inserted into the guide catheter to try and push the stent out in case the stent was stuck inside the guide catheter; however no stent was found inside the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the physician noted via the imaging monitor that the stent was not on the balloon. The guide catheter, guide wire and synergy stent were removed as a unit. The stent was found inside of the guide catheter and did not migrate inside the artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the physician noted via the imaging monitor that the stent was not on the balloon. The guide catheter, guide wire and synergy stent were removed as a unit. The stent was found inside of the guide catheter and did not migrate inside the artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.